Event description:
It was reported a 6f angio-seal sts plus device was used post percutaneous transluminal coronary angioplasty (ptca). Hemostasis was achieved and the patient was discharged. A few days later, the patient experienced problems and pain when walking from the previously accessed leg. The patient returned to the hospital where a contralateral approach angiogram revealed a partially occluded common femoral artery of the symptomatic leg. A percutaneous transluminal angioplasty (pta) was performed at te femoral artery occlusion. The procedure was successful and the patient's condition was reported to be fine.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the vessel occlusion could not be conclusively determined. A cd rom was received of the incident. The 14 radiographic runs evaluate a region over the right femoral head. Pre dilatation, ballooning, and post dilatation images were obtained. The angio-seal instruction for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.